Event description:
It was reported that the patient underwent a revision surgery three (3) days after their initial surgery due to the implants disassociating.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01869 and 0001822565-2022-01901. Medical products: item #: unknown, unknown humeral component; lot #: unknown. Item #: unknown, unknown screw kit; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01869-1, 0001822565-2022-01901-1. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. As it is unknown what the deviation was and the use-error cannot be confirmed; a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision surgery three (3) days after the patient's initial surgery due to the implants disassociating. The disassociation was caused by unconventional assembly of the implants during the initial surgery do to exposure issues related to the patient's anatomy.